Manufacturer narrative:
This occurred on an unspecified date in 2019. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿the male luer separated from the twist clamp¿ of a minicap extended life pd transfer set. This occurred when the patient was cleaning the device, right after a peritoneal dialysis (pd) treatment. The nurse stated that the tubing was still attached, so they did not give the patient antibiotics. The nurse changed out the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.